Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to check the brake detent. Per the hillrom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the tires for cuts, wear, tread life, etc. Apply the brake, and check to ensure that the bed will not move. If the bed moves, inspect it for wear, and adjust if required. Apply the steering pedal and check the steering to ensure proper locking action when activated. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the brake pedal would pop out of brake after the brake was set. The bed was located in labor and delivery at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).